Event description:
(B)(4) - it was reported by the consumer that the 98071 shower transfer bench had one of the suction cups broken, resulting in the unit to move forward, and almost causing the user to fall in the shower. There was no patient injury reported.